Manufacturer narrative:
Product has not been received by laboratory for evaluation at this time.

Event description:
It was reported that the stent deployed in the sheath because the doctor, who did not know about the safety lock, was not on. No injuries were reported.